Event description:
It was reported that the right ventricular lead exhibited high impedance and rising thresholds. During the reposition procedure, the stylet would not advance through the lumen. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4) - high thresholds.